Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge remained static for an extended period of time despite routine pump use. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) ranged from 100-390 mg/dl. The customer would continue to use the pump for insulin therapy.